Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with spinal canal stenosis and underwent posterior lumbar interbody fusion (plif) surgery at l5-s1 levels. Post-operatively, the lower extremity pain occurred due to cage backed out. As a result, revision surgery was performed and the cage was removed from the patient as bone fusion had not been achieved. No patient symptoms or complications were reported.